Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes during the rhythm analysis and stopped the analysis. A backup device from another ambulance at the scene was immediately called for and used. The pt was transported to the hosp and outcome is unknown.